Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the event and the treatment procedure seems possible. The injection procedure may have contributed to the event. The reported event is addressed in the label. The case is assessed as serious due to the intervention required to prevent potential permanent damage to body structure. The event is already addressed in the labeling. The instructions for use for the restylane skinbooster vital range of product states that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. No corrective or preventive action will be initiated based on current information.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2015 by a physician which refers to a female, age unknown. Follow-up information from (B)(4) is also included. The patient's medical history was not included. The patient had previously received treatment with restylane perlane. On (B)(6) 2015, the patient received treatment with an unknown amount of restylane vital (unknown lot) to glabella with needle and unknown technique. 1 days later, on (B)(6) 2015, the patient experienced severe ischemia(implant site ischaemia) at the forehead. Treatment for the adverse event included 300 units of hyaluronidase [hyaluronidase] on (B)(6) 2015, oral and topical antibiotics, and aspirin [acetylsalicylic acid] 500 mg daily. On (B)(6) 2015, the patient received hyaluronidase again and the event improved. On (B)(6) 2015, the patient was recovered from the event. At the time of the report the ischemia was recovered/resolved. The reporter has assessed the ischemia (implant site ischaemia) as possible related to treatment with restylane vital. The company has assessed the ischemia (implant site ischaemia) as possible related to treatment with restylane vital.